Event description:
It was reported the distal tip of the introducer sheath buckled and subsequently detached subcutaneously while obtaining percutaneous access during a nephrostomy drainage procedure. Percutaneous retrieval attempts were unsuccessful. The pt remains asymptomatic and no furhter retrieval attempts have been scheduled. Follow-up indicated some resistance was encountered during withdrawal of the sheath from the pt. Another unit was used to successfully complete the procedure without incident. No pt sequelae resulted from this event. The device has not been rec'd for eval. Therefore, no failure analysis is available. Follow-up revealed some resistance was encountered during withdrawal of the device and the pt's "fleshy" anatomy may have contributed to the difficulties encountered. It was also noted that the sheath was "buckling" during the procedure prior to breakage. However, without evaluating the device, co is unable to determine the exact cause for this event.